Event description:
The customer reported that prior to use on a patient the unit generated a "system failure" and "electrical test failure # 58" (power-up vent test failed) alarms. The pump was replaced and therapy was initiated. No patient was involved.

Manufacturer narrative:
The company rep was unable to duplicate the reported event, but verified the reported event of "system failure" and "electrical test failure #58" alarms after cycling power. The company rep replaced the drive manifold assembly (part number 0104-00-0018). The iabp wa recalibrated. It functioned normally and was returned to the customer. (B)(4).